Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to seeing black particles when blowing the nose. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.